Event description:
It was reported that oversensing caused inappropriate shocks. High impedance and lead fracture was also noted. The family elected not to replace the lead. The high voltage portion of the device was turned off, but the low voltage functionality was left on. It was further reported that the patient complained of "discomfort at the site". A second medwatch form was later received reporting documented malfunctioning and inappropriate shocking. The lead was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. A second medwatch form was subsequently received.